Manufacturer narrative:
UDI: (B)(4). Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which determined that the polymeric end cap was cracked on the side and broken in two. It appeared that the adapter was either dropped or off settled (improperly aligned) during impacting (user error). The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the tip of the kincise head-adapter-femoral device was cracked. During in-house engineering evaluation, it was observed that the polymeric end cap was cracked on the side and broken in two. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.